Manufacturer narrative:
A patient's ipg lost communication/ deemed inoperable was reported to abbott. As a result, the patient's ipg explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event was estimated.

Event description:
It was reported the patient¿s ipg lost communication with external devices. In turn, the ipg deemed inoperable. Surgery took place on (B)(6) 2022 where the ipg was replaced. Effective therapy was restored.